Event description:
It was reported that the patient presented to the ER after receiving inappropriate atp and a shock for atrial fibrillation with rvr. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.